Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the laser probe was not able to be inserted into the cannula during a surgical procedure. The laser probe was exchanged to complete the procedure with no harm to the patient.

Manufacturer narrative:
Additional information is provided. The 25 gauge illuminated flex curved laser probe was manufactured on november 9, 2017. There were (B)(4) paks associated with this lot. Based on qa assessment, the products met specifications at the time of release. It should be noted that the laser probes are visually inspected during manufacturing to verify the tips are conforming. With no additional, related information provided, the customer reported event could not be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The 25 gauge illuminated flex curved laser probe was received and a visual assessment of the returned sample found excess adhesive on the nitinol-cannula junction. The sample was then inserted in a 25 gauge trocar cannula where it was stuck thus, replicating the reported event. The 25 gauge illuminated flex curved laser probe was manufactured on november 9, 2017. There were (B)(4) associated with this lot. Based on qa assessment, the products met specifications at the time of release. The root cause of the reported event can be attributed to excess adhesive on the nitinol-cannula junction. The manufacturer internal reference number is: (B)(4).